Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used partial sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. No needle complaint could be verified due to no needle being returned, only the sensor.

Event description:
The customer reported a receiving a lost sensor alarm from the insulin pump. During troubleshooting the customer stated that the cannula was disconnected from the sensor. The customer requested 5 replacement sensors for the box of sensors that this sensor was related with, and will receive them. The customer's blood glucose value was 426 mg/dl. During the lost sensor alarm, and the most recent blood glucose value was 46 mg/dl. The customer treated the low with juice. The customer was not hospitalized. No further information was provided.